Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the station. A technical support specialist established a connection to the cce system. The cce services were restarted, which led to the initiation of message transmission. The customer was informed that messages are currently being sent, and it may take around 20 to 30 minutes for all messages to synchronize and become visible on the server or station side. The serial number, UDI, and manufacturing date details were left blank since the given asset information found to be cce site (covered under enterprise lic.) Red under enterprise lic. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient orders were not crossing over to the station, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.